Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the activation button was pressed for activation but the button did not return. There was no patient injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the rocker switch to have not been molded correctly or to have been damaged. Indentations and scuffs were noted on the coag and cut sides. No other damage was noted to the device. The reported condition was not confirmed. The device was plugged into a 40k-ohm test box. The investigation found that the rocker switch did not automatically snap back to the off position when released, however the device did not continue to activate when the button was released. The tactile feel of the switch felt abnormal and the device activated intermittently when the activation switch was pressed. Inspection found the switch to not be seated normally in the rocker window. The switch was slightly tilted to one side as though one of the rocker arms the switch rests on was damaged. The entire switch component was not seated correctly in the rocker window. The switch had been pushed into the body of the pencil more deeply than normal. The investigation did not find any evidence of the device having been used. Examination of the sample there is a bent activation pin on cut- button. There is also scrape marks on the perimeter of the button where it was scraped by the edge of the dome. The button was stuck down on side of dome preventing activation or button return. We believe the cause for the bent activation pin is isolated to a single molding or handling incident. We will continue to monitor complaints to determine if there is a pattern. This product is a no function and not a self-key. If information is provided in the future, a supplemental report will be issued.